Event description:
Event description guidant received information that this atrial lead caused the pacemaker to activate the lead safety switch feature (program the lead polarity from bipolar to unipolar mode). Also, the paceamker has stored atrial episodes related to atrial noise. It was noted that the pacemaker is on an advisory.